Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation; the customer stated the questionable results occurred sometime in 2015. The meter result was 4.0 inr. The result from the laboratory was 2.8 inr. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr.